Event description:
The customer called to report that they used the suspect device to check their blood glucose. Customer said the result displayed was 612mg/dl. Customer then checked the memory and the result of 612mg/dl was saved. Customer retested on a competitor's meter and the result was 201mg/dl. Customer used a l1 control solution on the suspect device and the result was in range - 73(50-80 range). The suspect device was authorized for return to the MFR for eval.